Manufacturer narrative:
Follow up attempts on obtaining additional information were unsuccessful. Field service attended customer site to evaluate system. No issues found during evaluation. Service cleaned self-test port and handpiece glass windows. System passed laser calibration, verification, and pattern paper testing. Service reported fraxel performed in accordance with in specifications. According to fraxel user manual (p009220-03 rev. A), burns, blisters, and scarring are a known possible complication of fraxel treatment. Blistering or burns may develop over the treated areas. The possibility for scarring exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. A review of the manufacturing records showed all requirements were met. No additional information received from the clinic regarding specifics of treatment or questionnaire. Based on the available information, burns, blisters, and scarring are a known possible complication of fraxel treatment. Final test verification specifications are acceptable per document number (B)(4) . No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4) . The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Corrective action is not necessary. Complaint type identified within risk analysis and performing within anticipated rate.

Manufacturer narrative:
Field service information: cleaned self test port and handpiece glass windows. Connected teraterm and reviewed system logs, found that self test <5%. Performed laser calibration on fraxel dual - passed. Conducted laser output verification ¿ passed. Checked operation of emergency stop and door interlock ¿ all working fine. Performed stationary burn and functional burn tests ¿ all passed. Instrument performs in accordance with manufacturers specifications. Additional information has been requested yet not received. The investigation is ongoing.

Event description:
A facility reported they are experiencing more incidents of blisters using very conservative settings with their fraxel system.